Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported when explanting the right ventricular (rv) lead, in attempt to gain access to place another lead, a perforation of the superior vena cava (svc) occurred. The patient was immediately sent in for cardiac surgery, however attempts to stabilize patient were unsuccessful and the patient did not survive. Additional information reported the physician indicated the perforation was likely due to the introducer used to gain venous access. It was further reported as unknown, as to whether the dilator or sheath caused the perforation. No reported issue with the dilator or sheath. The dilator and sheath will not be returned, as they were thrown away after the case. No additional information available.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported when explanting the right ventricular (rv) lead, in attempt to gain access to place another lead, a perforation of the superior vena cava (svc) occurred. The patient was immediately sent in for cardiac surgery, however attempts to stabilize patient were unsuccessful and the patient did not survive. Additional information reported the physician indicated the perforation was likely due to the introducer used to gain venous access. It was further reported as unknown, as to whether the dilator or sheath caused the perforation. No reported issue with the dilator or sheath. The dilator and sheath will not be returned, as they were thrown away after the case. No additional information available.

Manufacturer narrative:
The device was used in treatment. The device was not returned for evaluation, as it was discarded. There was no specific malfunction reported by the user. The device history records were reviewed to confirm that the device passed all applicable in process and final inspections before shipping to the customer. There was no product performance issue reported. No further follow-up is required. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.